Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient found unresponsive, the device prompted "no shock advised" for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating a malfunction. Review of the device history log did not provide evidence to support the customer's report. The customer was unable to provide more information on the facts surrounding the event. The device was recertified and returned to the customer. No trend is associated with reports of this type.